Event description:
Customer stated that her blood glucose levels were around 200mg/dl, however the insulin pump was showing blood glucose levels between 50mg/dl and 60mg/dl. The customer also received no delivery alarms. No troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.